Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen post-operatively in 2010 for follow-up due to reoccurring incontinence. In 2011, the physician performed a lynx procedure to resolve the incontinence. During a post-operative, follow-up visit in 2011; the patient still experienced incontinence and is now under the care of a specialist. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over age 18.